Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a infusion dose error when infusing neosynephrine. The neosynephrine had been infusing at a concentration of 4mg/250ml. The neosynephrine order was changed 8mg/250ml and the clinician intended to update the pump programming to match the order. However, the pump was later found to still be infusing at the previous concentration of 4mg/250ml and not the expected 8mg/250ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had a user programming error - neosynephrine.

Event description:
It was reported that there was a infusion dose error when infusing neosynephrine. The neosynephrine had been infusing at a concentration of 4mg/250ml. The neosynephrine order was changed 8mg/250ml and the clinician intended to update the pump programming to match the order. However, the pump was later found to still be infusing at the previous concentration of 4mg/250ml and not the expected 8mg/250ml.